Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would stop at 0:00 and not fully boot. The system also gave a remote alert of ¿flv: flexvision pc grabber cards are not initialized¿. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. The system¿s remote alert showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard disks. After replacement of the flexvision pc and hard disks, the system was returned to use in good working order.